Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear, pain and femoral stem loosening. Loosening occurred at the cement to implant interface. Cement used is unknown. Medical records received with der were reviewed and there is no new information from what was received on the der. The stem and liner will be reported.